Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly when interrogated post implant. After a device software download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.